Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an unknown message. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A probable cause could not be determined. No additional event or patient information is available.